Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description:" patient on the ICU treated an a ham-c6 with hiflow, then in the evening intubation and controlled ventilation. First p/v tool failed, hold maneuver failed as well (pressure cannot be maintained). Complete preop-check passed incl. Leakage / tightness. Patient receives a central venous catheter and is covered for it. Because of that the nurse sees air coming out of a hole in the white expiration tube. After putting the catheter in place the ventilator could be replaced without any problems and/or stress. Afterwards all is fine and working well.."